Event description:
It was reported that when the devices were used during a laparoscopic cholecystectomy, the devices would not pass through the skin/fascia. Another device was used to complete the case. There were no patient consequences.